Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
This is a spontaneous report by a nurse from (B)(6) of culture negative peritonitis with exit site redness/ irritated in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient arrived at the hospital with abdominal pain and cloudy effluent. The patient was hospitalized for suspicion of peritonitis. The nurse reported that the patient's exit site was red and irritated. On an unreported date, the patient was discharged from the hospital. Information regarding the onset date, outcome, and treatment for the culture negative peritonitis was not reported. Action taken with extraneal therapy was not reported. Physioneal therapy continued. The reporter did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.